Event description:
This report pertains to three of three devices used during the same procedure. Associated manufacturer report # 3005099803-2013-04930 and manufacturer report # 3005099803-2013-04933 pertain to the other devices. It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.